Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and device information.

Event description:
Additional information received indicates the ipg was explanted. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient experienced pain the ipg site due to a pinched nerve following implant. As a result, surgical intervention may be undertaken to address the issue.